Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter in some of the trays were stuck to the line which caused holes and dents in the foley itself. Per additional information received on (B)(6) 2021, it was reported that there were 3 foleys that came apart at the red seal when attempted to flush due to change in output. One of the 3 pilot balloons would not deflate and was removed from patient with balloon inflated. Staff did try to deflate and even cut the side lumen, but it still did not release the water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter in some of the trays were stuck to the line, which caused holes and dents in the foley itself. Per additional information received on 07apr2021, it was reported that there were 3 foley that came apart at the red seal when attempted to flush due to change in output. One of the 3 pilot balloons would not deflate and was removed from the patient with balloon inflated. Staff did try to deflate and even cut the side lumen, but it still did not release the water.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter in some of the trays were stuck to the line, which caused holes and dents in the foley itself. Per additional information received on 07apr2021, it was reported that there were 3 foley that came apart at the red seal when attempted to flush due to change in output. One of the 3 pilot balloons would not deflate and was removed from the patient with balloon inflated. Staff did try to deflate and even cut the side lumen, but it still did not release the water.